Event description:
It was reported that during demo, the arm cart assembly (aca) failed calibration multiple times and it was not possible to calibrate the arm. There was a non-recoverable error. The start up specialist (sus) attempted to restart the arm twice, but calibration could not be achieved, leading to discontinuation of the aca from use. There was no patient involvement.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided image for the reported arm cart assembly (aca). Review of the field service notes indicates that the brooming script was performed three times, but the script failed. Manual movements of the robotic arm joint 2 (ra_j2) using the manual brake release tool was performed, then ran the brooming script again to resolve the issue. Calibration was successfully completed and the arm is functioning correctly. Evaluation of the device data indicates that the aca failed calibration due to a mismatch in potentiometer positions: the absolute difference between the primary and secondary joint position readings for ra_j2 is more than the limit. An error code ¿robotic arm potentiometer two channel redundancy check ¿ calibration¿ was observed. Review of the provided image notes that it shows the robotic arm setup arm (rasa) extended forward and inverted without the leds powered on or lit. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the arm cart assembly. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.